Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the reported event. The customer was performing a vascular diagnostic procedure, which was completed by using another system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the issue occurred due to a software crash on the system's main control pc. The fse reinstalled the system software, but it was failed on the laboratory touchscreen module. The fse confirmed that there was a malfunction of the touchscreen module. The cause of the touchscreen module failure could not be conclusively determined by the supplier's part analysis however, the replacement of the touchscreen module by the fse resolved the reported issue and restored the functionality of the system. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact was corrected.

Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.